Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after gaining right femoral artery access with 6f non-cordis sheath, an 8mm x 39mm palmaz genesis on opta pro stent delivery system (sds) was placed on a hydrophilic non-cordis .035 260cm angled guidewire and was advanced through the non-cordis 6f sheath. An attempt to remove the palmaz genesis sds was made when the staff and physician became aware that the recommended sheath size for the palmaz genesis sds is 7f. The physician attempted to withdraw the sds into the 6f non-cordis sheath with the intention of removing the delivery system and sheath together as a single unit; however, after removing the delivery system and sheath form the patient, the physician noticed that the stent was no longer mounted on the balloon of the opta pro delivery system. Upon further inspection, it was noticed that the stent was left in the right common femoral artery. A cutdown was then performed to remove the stent from the patient and the physician decided to stop the procedure and bring the patient back at a later date to complete the procedure. This was during a procedure to perform an iliac artery intervention. The device was stored and prepped per the instructions for use (IFU). The patient had severe calcium within the right femoral artery. The stent will be returned for evaluation; however, the delivery system was discarded.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11 complaint conclusion: as reported, after gaining right femoral artery access with 6f non-cordis sheath, an 8mm x 39mm palmaz genesis on opta pro stent delivery system (sds) was placed on a hydrophilic non-cordis .035 260cm angled guidewire and was advanced through the non-cordis 6f sheath. An attempt to remove the palmaz genesis sds was made when the staff and physician became aware that the recommended sheath size for the palmaz genesis sds is 7f. The physician attempted to withdraw the sds into the 6f non-cordis sheath with the intention of removing the delivery system and sheath together as a single unit; however, after removing the delivery system and sheath form the patient, the physician noticed that the stent was no longer mounted on the balloon of the opta pro delivery system. Upon further inspection, it was noticed that the stent was left in the right common femoral artery. A cutdown was then performed to remove the stent from the patient and the physician decided to stop the procedure and bring the patient back at a later date to complete the procedure. This was during a procedure to perform an iliac artery intervention. The device was stored and prepped per the instructions for use (IFU). The patient had severe calcium within the right femoral artery. The stent will be returned for evaluation; however, the delivery system was discarded. Only a stent was returned for analysis. A non-sterile stent of a ¿long gen / pro 39 x 80 bil 135¿ was received inside of a transparent plastic bag. The delivery system was not returned for analysis. The stent was removed from the packaging for product evaluation. Upon inspection, the stent was severely damaged with kinks and deformations likely due to excessive tensile forces that were applied to the surfaces of the stent. The stent was thoroughly inspected using an advanced vision system, which captured an amplified image for detailed examination. The stent exhibited kinks and noticeable deformation. The reported ¿stent dislodged ¿ in patient/ while pulling back into gc/sheath¿ cannot be confirmed as only a severely deformed stent was returned for analysis. The exact cause cannot be determined. Based on the information available for review the use of the incorrect sheath size was the likely factor that contributed to the stent dislodging inside the patient. Device handling and vessel characteristics were added factors that affected product performance. Therefore, it is important to review the instructions for use prior to using so the proper concomitant devices are chosen for the procedure. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Prior to stent expansion, ensure that stent and balloon are completely exposed from the csi or guiding catheter. Caution: never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent. Caution: if a tuohy-borst type adjustable hemostasis valve is used, avoid over tightening since this may restrict the flow of contrast media in and out of the balloon, thereby slowing inflation/deflation. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ the information available, nor product evaluation do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.